Event description:
It was reported by the patient that they experienced fatigue, weakness and light headedness. The patient stated the battery on their implantable pulse generator (ipg) depleted rapidly and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 6981m adaptor, (B)(6) 1994; 402358 lead, (B)(6) 1994. (B)(4).